Event description:
This lead was implanted on (B)(6) 2004 and was explanted and replaced on (B)(6) 2011 for an unknown reason. The physician was dr. (B)(6) at via (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).